Manufacturer narrative:
Device #1: investigation is not complete. Trends will be evaluated. Product has not been returned for evaluation. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00401, 00402, and 00403. This event occurred in another country.

Event description:
Allegedly pt was going up stairs, placed his right foot on the step and started to step up, felt pain and movement in his right foot when he stepped then collapsed to the ground.